Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion, the dilator bent. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the dilator bent during insertion was confirmed. The customer returned one 8.5 fr x 10.2 cm dilator with an approximate 10 degree bend in the center of the dilator body. The customer also provided a photograph of the bent dilator inside a plastic bag. Microscopic examination showed some deformation of the distal tip indicating that resistance was encountered. The extrusion graphic specifies an outside diameter of 2.82/2.87 mm and an inside diameter of 1.65 +/- .05 mm. The outside diameter of the catheter body was measured at 2.87 mm. The inside diameter of the catheter body was measured at 1.68 mm (.066") using pin gages. Both measurement met specifications. The instruction booklet provided with the kit, recommends enlarging the cutaneous puncture site with use of a scalpel and then using the dilator to enlarge the site as required. It is not known if a skin nick was made prior to dilator insertion. A device history record review was performed and did not reveal any manufacturing related issues. Based on this evidence, operational context caused or contributed to this event. No further action will be taken.